Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to a refractive surprise. The agent reported the surgeon was not blaming the iol, but thinks that the preoperative calculations were not accurate. The hyperopic event resolved following the lens exchange and the patient is stable. The lens was exchanged for the same model, different diopter iol. In a follow up phone call with the surgeon's technician, it was reported that measurements were to blame for the event, but she was unable to specify any details involving the measurements. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/11/2011 and 05/24/2011 by phone, fax, and mail. Additional information was received in a follow up phone call on 05/10/2011. A completed questionnaire has not been received. (B)(4).